Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that during a follow up this right ventricular lead was dislodged. A repositioning procedure took place and this lead was repositioned successfully. No adverse patient effects were reported.